Event description:
It was reported that pump reset itself and later powered on but showed black screen and unresponsive, with no blood glucose values provided. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.